Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report:1627487-2017-07991. It was reported the patient had a fall and afterwards the lead had reading for high impedance. Surgical intervention was taken to explant the lead along with the extension. Post-operatively patient had effective therapy.